Event description:
It was reported that the pt has hip pain, from the 2007 surgery.

Manufacturer narrative:
Device still implanted. No evaluation will be performed. If the device or add'l info becomes available, a supplemental report will be issued.